Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 105 mg/dl, 37 mg/dl, 71 mg/dl, 32 mg/dl and 40 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. Reporter stated that she may have been using strips that were incorrectly stored. No adverse event reported. A request was made for the return of the affected product.